Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system displayed a prompt indicating that the harmonic ace instrument was "over stressed." The instrument was used intraoperatively for approximately 30 minutes. Instrument was reinstalled; however, the issue persisted. Further troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the planned procedure with no further issue reported. Although it was indicated in the initial report that no fragment fell into the patient, it was noted that "the fragment was thrown away by the nurse." No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found mechanical indentation damage to the blade. No missing piece was identified. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fracture propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported event: the instrument was inspected prior to use with no issues identified. The instrument was not involved in any inadvertent collision during intraoperative use. The reporter noted that the or staff noted that there was no damage to the instrument and no instrument detachment on the distal end of the instrument.